Manufacturer narrative:
The aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the log file indicated that the system functioned as designed. A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. A review for similar complaints under 20c00355 confirmed no other similar events. A review of similar complaints across all other systems confirmed a total of 20 similar events reported to procept biorobotics. The aquabeam robotic system instructions for use, ifu0101-00 rev. E, states: 4.3 warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding. 8.32 sterile: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: cautery followed by foley balloon catheter insertion. Under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) balloon catheter in bladder with bladder neck traction balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder under trus guidance retract balloon into prostatic fossa inflate balloon to 30-50% of initial prostate volume apply mild traction on the catheter to hold the balloon catheter in place balloon catheter in bladder, no traction c. Start cbi per hospital protocol. The information reported indicated that the treating physician was aware of the risk leaving the median lobe flap post-aquablation procedure, which likely contributed to the bleeding and subsequent blood transfusion. The device instructions for use, ifu0101-00 rev e, aquabeam robotic system, under section 8.31 contains multiple adequate methods to achieve hemostasis post aquablation therapy. Bleeding is a potential risk of the aquablation procedure. Based on the information received, plus review of the log file, DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post-aquablation procedure, the patient was administered two (2) units of packed red blood cells (prbcs). No other medical intervention was performed with the patient. The patient was discharged home and reported to be in good condition. No malfunction of the aquabeam robotic system was reported.